Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 87549, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. Smart chip verification indicated that the catheter was used for 11 injections. Inflation showed a kink on the guide wire lumen under the balloon segment, and dissection showed a guide wire lumen kink at 1.49 inches from the tip inside the balloon. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter was returned and subsequently tested out of specification per the manufacturer's investigation.